Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 2017865-2020-06857, related manufacturer reference number 2017865-2020-06858. It was reported that the patient presented to the hospital. The patient was septic. Vegetation was noted by echo on atrial lead. The implantable cardioverter defibrillator, the atrial and right ventricle leads were explanted. The patient was in stable condition.